Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, it was reported that the entire patch lifted out of the insertion device when the patient attempted to remove the adhesive. The patient was unable to use this patch. This complaint is being reported because the issue was not resolved with troubleshooting.